Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited r-waves of 0.9mv and a pacing threshold of 6.5v. The device also delivered inappropriate shocks. During an invasive procedure to address these observations, a rate/sense setscrew would not tighten. The device and this ventricular rate/sense lead were explanted and a new device and rate/sense lead were successfully implanted. The device and lead have been returned for analysis.